Manufacturer narrative:
The drill attachment was received by the manufacturer; however, the quality investigation is still ongoing. A follow up report will be filed once the investigation is complete.

Event description:
While testing the unit at the manufacturer, it was reported that the attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. There was no user injury reported and no adverse consequences alleged with this event.